Event description:
Consumer complaint of high control test results. Expected fasting blood glucose test results range is 100 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Control test performed during call on (B)(6) 2015 produced result of 101 mg/dl. Control test not within acceptable range of 32 - 62 mg/dl. Control level one lot #5ac1b74 manufacturer's expiration date is 12/31/2015 and open date is not verified. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time / date not set): 78 mg/dl (B)(6) 2015 09:08 am; 83 mg/dl (B)(6) 2015 09:42 pm; 71 mg/dl (B)(6) 2015 08:51 am; 99 mg/dl (B)(6) 2015 08:59 am; 80 mg/dl (B)(6) 2015 09:44 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high control test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Control test performed during call on (B)(6) 2015 produced result of 101mg/dl. Control test not within acceptable range of 32 to 62 mg/dl. Control level one lot#5ac1b74 manufacturer's expiration date is 12/31/2015 and open date is not verified. Verified storage of test strips is not within instructed specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (time / date not set): (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).